Event description:
It was reported that the patient was hospitalised with necrotising fasciitis and sepsis in (B)(6) 2025 (the patient could not recall exact dates of admission). Their blood glucose level reached over 200mg/dl at the time of admission. The infection started from a pod site on the abdomen after wearing the pod for 24 hours. Symptoms reported include pain, bleeding, a rash and necrosis around the pod site. The patient was treated with emergency surgery, antibiotics and vacuum assisted closure therapy. The patient's hospital stay lasted over a week. Once discharged, the patient required a community nurse to attend three times a week to change their wound dressing.

Manufacturer narrative:
Cloud data was reviewed for the period of sep272025-10oct2025. User-initiated log files for the dates of occurrence were not available within the cloud system. Review of the cloud data found no evidence of any issues with insulin delivery. The patient history buffer (phb) data showed that the algorithm was able to appropriately adapt microbolus amounts based on user inputs and estimated glucose values (egvs). The cloud data indicates a gap in pod usage occurred between (B)(6) 2025. The system was in active use before and after this gap occurred, with each pod operating primarily in automated mode. Additionally, no issues with data populating the cloud were identified through review of the cloud data. All expected data was available within the cloud and no instances of missing data was found. The investigation was unable to determine the cause of the reported infusion site issues. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, haemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.